Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set had air in line. The following information was received by the initial reporter with the following verbatim it was reported by customer that they are experiencing air-in-line alarms with and without visible air noted in the IV set. To troubleshoot, clinician will clean the air-in-line detector and area between the upper and lower pressure sensors with an alcohol wipe.

Manufacturer narrative:
No photo or sample was received for the customer's complaint of air in line. The complaint cannot be verified and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence. A device history record review could not be performed because a model or lot number was not provided by the customer.